Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant. The heparin was off due to initial small hematoma at the cutdown site which is resolving. It was further reported that the sterile sleeve became detached from the tuohy borst and was torn. The physician did not want to replace the impella 5.5, so the sleeve was covered with tegaderm, and the patient was monitored for infection. The patient was stable. The patient went for transplant and pump was discarded.

Manufacturer narrative:
The investigation for the product damage and the access site bleed has been completed. The impella pump was not returned. The cause of the access site bleeding issue was not determined since product was not returned and due to insufficient clinical information. The cause of the product damage (sterile sleeve damage) issue was not determined since product was not returned.